Event description:
Report received indicated that during a percutaneous transluminal angioplasty, two savvy balloons ruptured. The intervention was done on a calcified lesion located in the superficial femoral artery. Product was prepped and used following instructions for use (IFU). There was no difficulty experienced while advancing the device through the vessel. Physician inflated balloon with indeflator per product parameters; however, balloon ruptured at 8 atmospheres. Device was withdrawn and exchanged for another balloon where another balloon ruptured occurred at 8 atmospheres. There was no patient injury and patient was in the end stented. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9610978-2006-00301 and 9610978-2006-00302.